Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-02. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos and returned sample were reviewed and the indicated failure modes for incorrect plunger color and foreign matter was observed. Additionally, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect plunger color and foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes incorrect plunger color and foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the plunger. The following information was provided by the initial reporter. The customer stated: "when opening the package, the abg had foreign matter on the plunger.".

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the plunger. The following information was provided by the initial reporter. The customer stated: "when opening the package, the abg had foreign matter on the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.